Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins would deplete very quickly, and it was taking a long time to charge. The patient had an appointment in (B)(6) 2019 due to an increase in parkinson's complaints. The ins was turned off while charging. No further complications were reported or anticipated. Additional information was received from a hcp. It was reported that the patient's second ins charges without any problems. The one on the right feels less palpable than the one that charges appropriately. It was stated that there seems to be a centimeter of fluid between the ins and the skin. The patient received a maximum of 6 coupling bars when charging, and that is when they press the antenna reasonably hard against the skin. The signal strength also changes constantly. It was stated that the problem seems to be the depth of the implant, as other rechargers have the same issue with charging this ins. The communicator and patient programmer however make a good connection with the device. The patient also indicated they cannot charge the ins passed 50%. The patient has a consultation with the neurosurgeon scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was not very consequent with recharging and there was no battery related issue. Additional action was to give better instructions.